Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed 07 oct 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Expiry date: 28 feb 2019.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 3 was utilized. There were no indicated intra-operative complications. On an unknown date after the primary and prior to the first revision on (B)(6) 2018, the patient underwent manipulation under anesthesia to address arthrofibrosis. Doi: (B)(6) 2017; doe: unknown; left knee.